Event description:
It was reported that the event occurred while in the intensive care unit during use. An intra-aortic balloon (iab) was inserted through the teflon sheath via left femoral without issue. At the start of intra-aortic balloon pump (iabp) therapy the iabp (autocat2 wave, serial number (B)(4)) alarmed purge failure repeatedly. The helium tank was filled, timing line or connection problems were noted. After resetting the alarm it reoccurred immediately again upon starting up. As a result, the pump was replaced successfully was requested. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an unk time of delay or interruption in therapy with no harm to the pt. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.